Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted bowel surgical procedure, the patient experienced a postoperative surgical site infection. The severity of the infection is unknown. It is also unknown if any medical intervention was rendered due to the complication. Intuitive surgical, inc. (Isi) has attempted to obtain additional information; however, as of the date of this report, no further details have been received.